Manufacturer narrative:
This report is submitted on september 18, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent skin revision surgery on (B)(6) 2018, under general anesthesia to remove the excess skin and was administered an injection (type not reported) to treat the inflammation.

Manufacturer narrative:
Correction: the initial MDR submitted on (B)(6) 2018 reported the incorrect product details. Sections has been updated with the correct product details. This report is filed on november 28, 2018.